Manufacturer narrative:
Model number/ catalog number: sc-2317-50, serial number: (B)(4), batch/ lot number: 5142939, model/ catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients device was causing more pain than relief. There was no suspected device malfunction. The patient underwent an explant procedure and was doing well postoperatively.